Manufacturer narrative:
Initial and final MDR 1891710 - MDR 3003442380-2024-09247- device 7 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-may-2024, it was reported that the eight infusion set was fell off during use. The infusion set is long for 1 day & ½ day. The blood glucose level was 200 mg/dl. No further information available.